Event description:
Boston scientific crm received info that this right atrial (rca) lead was explanted due to dislodgement. The lead could not be adequately repositioned. Therefore, a new ra lead was successfully implanted. No adverse pt effects have been reported.